Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the insulin cartridge broke in the infusion device and he cleaned the cartridge compartment and continued using the infusion device. On (B)(6) 2011, his blood glucose measured 7 mmol/l (126 mg/dl) in the morning and he ate and bolused 6 units of insulin through the infusion device. At 11:30 am, he ate and bolused 6 units of insulin through the infusion device. At 2:30pm, his blood glucose measured 17 mmol/l (306 mg/dl) and he ate and bolused 15 units of insulin through the infusion device. At 3:00pm, his blood glucose measured 14 mmol/l and he bolused 15 units of insulin through the infusion device. At 3:45pm, his blood glucose measured 14.5 mmol/l (261 mg/dl) and he disconnected from the infusion device and injected insulin via syringe. He believes there is a malfunction of the infusion device piston rod and no alert/error message was displayed. At 4:00pm, the pt switched to the backup infusion device and his blood glucose decreased. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.